Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump has a crack running from the side going to the bottom of the insulin pump. There was physical damage to the insulin pump's reservoir lip ring. Troubleshooting was performed for damage. Advised the pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked case battery side and cracked battery tube threads. Device passed displacement test.